Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
At this time, the device has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the device has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that this patient had been lost to follow up for several years. When the patient presented for follow up, audible tones were heard from this device due to normal battery depletion. Review of device information showed that there had been non-physiologic noise on all three channels of this cardiac resynchronization therapy defibrillator (crt-d) on (B)(6) 2017; it was suspected that the patient had undergone a procedure on that day. There were also episodes of noise due to myopotential oversensing, which had resulted in pacing inhibition. The patient is pacemaker dependent and the pacing inhibition reportedly resulted in periods of asystole longer than two seconds. The patient reported lightheadedness. This crt-d was explanted and replaced. The right ventricular (rv) lead was partially capped and a new pace/sense lead was placed. The right atrial (ra,) left ventricular (lv,) and shocking portion of the old rv lead remain in service with the new device. No additional adverse patient effects were reported.